Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a nc quantum apex balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and balloon. Examination under magnification revealed a balloon pinhole 1.5mm proximal of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst occurred. The target lesion was located in the highly calcified left anterior descending artery. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was used to dilate the lesion. During inflation, the balloon burst under unknown pressure with unknown number of inflation. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the highly calcified left anterior descending artery. A 12mm x 2.75mm nc quantum apex balloon catheter was used to dilate the lesion. During inflation, the balloon burst under unknown pressure with unknown number of inflation. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.